Event description:
It was reported by the customer the statlock is adhering to the 3m bordered dressing, snapping at the foam wings. Dressing took additional 20 minutes to remove dressing and stat lock. The foam became impossible to remove. The only way the rn could do was use alcohol wand. The dressing also seems to be more difficult to remove from the statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing a statlock device is confirmed; however, the exact cause is unknown. One photograph of a statlock was returned for evaluation. An initial visual observation of the photograph showed the statlock partially attached to a patient¿s skin. Both the left and right sides of the pad appear to be torn off and missing. No details of the break sites could be discerned from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that "statlocks adhering to the 3m bordered dressings, I asked the staff on 5a to report any instances to me so I could investigate where the previous dressing had been done externally." Customer may not be using compatible competitor dressing with our statlock dressing took additional 20 minutes to remove dressing and stat lock. The foam became impossible to remove. The only way the rn could do was use alcohol wand. The dressing also seems to be more difficult to remove from the stat lock. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the statlock is adhering to the 3m bordered dressing, snapping at the foam wings. Dressing took additional 20 minutes to remove dressing and stat lock. The foam became impossible to remove. The only way the rn could do was use alcohol wand. The dressing also seems to be more difficult to remove from the statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.